Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - luer cracked / damaged / deformed since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns luer was cracked / damaged / deformed. The following information was provided by the initial reporter translated from italian to english: good morning, we have found other syringes with problems related to the "crooked luer", same batch as this report. We ask for feedback on this, as we are experiencing difficulties in managing the non-compliant quantity in the warehouse. Additional information provided: could you please provide a date of event? = 29/09/2024. Could you please confirm the catalogue number (301027) of the defective product? = give part number (301027) could you please provide the lot number of the defective product? = no. Please confirm the number of products affected. = 4.211 has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no. Has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. Have any other actions been taken? = the component was segregated pending investigation by the supplier. - could you please specify the samples status (before use / during use / after use). = before use. Please confirm if the samples are contaminated with blood or cytotoxic medication. = not contaminated.